Manufacturer narrative:
Patient identifier unknown / not provided: (B)(4). Patient age at the time of the event is unknown/ not provided. Patient weight unknown/ not provided. Device not returned.

Event description:
It was reported that the bellatek bar (csh04) fractured at the distal extension on patient lower right at the cylinder.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Evaluation of the design files is not required for the completion of this investigation. Complaint is non-verifiable. Based on the DHR review, there were no manufacturing deviations identified that could cause or contribute to the reported event. Appropriate documentation was reviewed: biomet 3i restorative products IFU (p-iis086gr) rev e - november 2015. Information identified: warnings: mishandling of small components inside the patient¿s mouth carries a risk of ingestion, aspiration and/or swallowing. Fracture of a restoration may occur when an abutment is loaded beyond its functional capability. Reuse of biomet 3i products that are labeled for single-use may result in product contamination, patient infection and/or failure of the device to perform as intended. Peek components are intended for use to support single- or multiple-unit provisional prostheses in the mandible or maxilla for up to 180 days, at which time a definitive prosthesis should be inserted. Potential adverse events: potential adverse events associated with the use of restorative products may include: failure to integrate; loss of integration; dehiscence requiring bone grafting; infection as reported by: abscess, fistula, suppuration, inflammation, radiolucency; gingival hyperplasia; excessive bone loss requiring intervention; fracture; ingestion, aspiration and/or swallowing and nerve injury.